Event description:
On 12 nov 2007, the sales rep reported that while the screw was being put onto the driver to insert the screw, the head came off. The surgeon used another screw in its place.

Manufacturer narrative:
Pt info was unk. Product was not implanted. Requests have been made for return of the product. Requests has been made to obtain the product. Evaluation is pending upon the return of the product.